Manufacturer narrative:
Concomitant products: product ID 4300-35, serial # (B)(4), implanted: (B)(6) 1997, product type lead; product ID 4300-35, serial # (B)(4), implanted: (B)(6) 1997, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. She were "having problems that started over the weekend on saturday ((B)(6) 2015)." She was "having really bad cramping and nausea, which was what happened before when she had to have the 1st one replaced when the battery ran out, and this one was put in on (B)(6) 2011 so maybe the battery was running out on this one now. The patient was seeing healthcare provider but they were longer practicing or at least they were not answering their phones. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.